Manufacturer narrative:
The manufacturer previously submitted receiving information alleging a ventilator service required alarm occurred. There was no harm or injury report.the ventilator was returned to the manufacture for evaluation and the customer¿s complaint was confirmed. The device's system board, proportional valve and solenoid valve needs to be replaced to address the issue. Previously submitted report was incorrect. It should be: the manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury report. The ventilator was returned to the third party field service engineer for evaluation and the customer¿s complaint was confirmed. The device's system board, proportional valve and solenoid valve needs to be replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury report. The ventilator was returned to the manufacture for evaluation and the customer¿s complaint was confirmed. The device's system board, proportional valve and solenoid valve needs to be replaced to address the issue.